Manufacturer narrative:
A visual examination of the securi-t device revealed the presence of heavy residue on the device indicating use/handling. The tubing, external bolster and y-port were stained yellow. The tubing was not blocked/occluded. The feeding and medication ports were open and the c-clamp was in closed position. The external bolster was located at the 3 cm mark. The c-clamp was opened and the tubing under the clamp was found to be slightly narrowed from the clamp pressure. Functional evaluation was performed by injecting water into the feeding port using a 60 cc syringe and injecting water into the medication port using a 10 cc syringe. No occlusion was noted. It was noted that the condition of the returned unit was not consistent with the complaint incident that the feeding tube was blocked/occluded. Therefore, the complaint failure mode (feeding tube blocked/occluded) was not confirmed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure. The exact procedure date is unknown. According to the complainant, 3 months after placement, the tube was unable to maintain its original form because of clamp pressure. It was noticed that the magmitt tab and daio gets stuck inside the security tube during administration. One hundred (100) ml of tepid water was used to flush the device. The device remains in place and is scheduled to be replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure. The exact procedure date is unknown. According to the complainant, 3 months after placement, the tube was unable to maintain its original form because of clamp pressure. It was noticed that the magmitt tab and daio gets stuck inside the security tube during administration. 100 ml of tepid water was used to flush the device. The device remains in place and is scheduled to be replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.